Manufacturer narrative:
H.6. Investigation: three samples were provided to our quality team for investigation. Upon visual evaluation of the samples, no damage was observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot: 1910727, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The samples received were used to conduct a leakage test, all product met required specifications and no leakages occurred. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use leakage occurred past the stopper with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: leakage. During the preparation of chemotherapy drug, there was leakage between barrel and stopper. There has been contamination of operator's gloves and of the working area. The procedure of contamination management has been activated.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred past the stopper with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: leakage. During the preparation of chemotherapy drug, there was leakage between barrel and stopper. There has been contamination of operator's gloves and of the working area. The procedure of contamination management has been activated.